Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the image intensifier is the cause of the problem. Parts are on order, it is anticipated replacement of the parts will restore the system to operating as intended. This MDR is related to ge healthcare complaint.